Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced but it got caught in the lesion area, and the distal part of the stent was flared. The procedure was completed with another synergy stent. There were no patient complications reported. It was further reported that there was no stent damage occurred during procedure and the device was simply unable to cross the lesion.

Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. Device is a combination product. (E1) initial reporter address 1: (B)(6).

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced but it got caught in the lesion area, and the distal part of the stent was flared. The procedure was completed with another synergy stent. There were no patient complications reported.